Event description:
The customer called to report a blank display after changing the battery. The customer tried six different batteries, but got the same results. The display returned when inserting the seventh battery, but the customer was not comfortable with the insulin pump and asked to have it replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.